Event description:
It was reported that the right ventricular (rv) lead had dislodged as some point. It was noted there was high thresholds and undersensing. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).